Event description:
I received breast implants for a birth defect reconstruction. Soon after surgery symptoms started, vertigo, extreme heart rate that lead to hospitalization, rashes on chest, swollen lymph nodes that lead to cancer screening and dna testing, brain fog where I couldn¿t form a proper sentence. Loss of weight by 20 ibs, hair balding. Extreme sinus infections and now deep black circles under my eyes. Bedridden for 4 months that lead to a deep depression that lead to attempt suicide, was hospitalized for 14 days. Digestive issues, food sensitivity. Whole body inflammation response. Capsular contracture. Been to original plastic surgeon who literally called me crazy but once provided med records he denied seeing me. I am dying with these implants and I am the mother of 5, I had my first implant at (B)(6) for a birth defect, poland syndrome. This is not cosmetic. Top it off the surgeon lied to get the surgery pushed, and then scrubbed my past report. Need help. These issues are real and I am not alone.